Event description:
Boston scientific crm received information that this left ventricular lead was explanted, due to impedances greater than 2500 ohms with no capture at full outputs. A fracture was identified near the suture sleeve. No adverse patient effects were reported.

Manufacturer narrative:
The lead has not been returned. Should this lead get returned, it would be analyzed.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. Dried blood and body fluid entered in to the lead lumen. The conductor coils were fractured at 342 mm from the terminal pin and the insulation is damaged in and around the same location of the conductor fracture. No further testing was performed as the fracture was confirmed during initial testing.